Event description:
A medtronic representative reported the screw on the percutaneous pin frame will not tighten properly. The frame received a lot of use and the spring appears to be wearing down. The medtronic representative was preparing trays for future cases when the concern was discovered. There was no patient present.

Manufacturer narrative:
No patient present at time of event. Replacement part shipped (B)(6) 2012. RMA issued. The returned frame, lot #416855, was found to be near normal, only slightly loose, if at all. With markers attached and fully seated the frame returned good geometry and divot error readings. The frame was found to be fully functional.